Event description:
It was reported that there were telemetry issues. There was a power on reset (por) condition, and a potential overdischarge. The patient was aware of the overdischarge, ¿dead for a while¿. A physician recharge mode was done, a por 0x2608 was seen. The patient was not expecting to charge every two weeks. It was noted that this was expected based on the parameters. The patient¿s recharger issues resulted in overdischarge. The recharger was plugged in upside down and the connector was damaged. Upon product return analysis resulted in c300, broken connector. There were no further actions taken. It was unknown if the patient was receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#: (B)(4)) found a broken connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4)